Event description:
It was reported that four oasys polyaxial screws were difficult to insert and that the tulips of all four screws disengaged intra-operatively. The procedure was completed successfully with a two hour surgical delay. This report captures the second of four oasys screws.

Event description:
Inspection of the returned devices indicates that the tulips of two out of the four oasys polyaxial screws were not disengaged. This report captures the second of four oasys screws, and a screw without a disengaged tulip.

Manufacturer narrative:
Corrected data: b5, d1. Additional data: d4, d9, h3, h4. H6 coding has been updated to reflect completion of the investigation.